Manufacturer narrative:
Final device investigation found that the device was returned with half of the sleeve stopcock broken off and not returned with the device. The obturator was in good visual condition with no observed nicks nor damage to the blade. Upon eval, the sleeve stopcock lever and insufflation port were found to be securely fastened with sufficient friction to prevent unintended movement. The sleeve was then pressure tested and showed signs of leaking when the obturator was inserted into the sleeve, but not when tested alone. The device history record was reviewed, and no discrepancies were noted.

Event description:
It was reported that during a laparoscopic cholecystectomy the ports cracked on two devices when connecting the insufflation tubing. There was no pt injury. This report is being filed for the second device for the findings upon investigation. See MFR report #2134070-2014-00086 regarding the first device.